Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, an extended opening on radius, fold creases, and wear abrasion. A microscopic analysis was performed which identified: a crease sharp opening on radius and stress marks. Based on the device analysis the final assessment is a crease sharp opening on radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade ii. Device explanted.

Manufacturer narrative:
Additional email address (e1): (B)(6). Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade ii. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade ii. Device has been explanted.